Event description:
It was reported by a healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the vapr tripolar 90 suction electrode device was unable to ablate. During in-house engineering evaluation of the video provided by the customer, it was determined that the device was activated with a setting of 320 and 380, bubbles could be observed during the activation and right after the activation, excessive tissue was observed over the electrode plate which was obstructing the ablation function of the electrode. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary both video and the complaint device were received and evaluated. A video was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the video revealed the device being used in an arthroscopy, the device was activated with a setting of 320 and 380, the normal activation plasma light can be observed while activation occurs which indicates that the electrode is working, bubbles can be observed during the activation and right after the activation, excessive tissue can be observed over the electrode plate which is obstructing the ablation function of the electrode. Based on the investigation findings, the reported complaint was not confirmed. The potential root cause can be attributed to an inadequate suction of the electrode which created an excessive accumulation of tissue over the electrode plate which obstructs the ablation function, also the presence of bubbles is an indicator of poor suction as per IFU; avoid bubble accumulation in the joint space during use. The accumulation of bubbles around the electrode diminishes performance and may produce overheating sufficient to damage adjacent structures or the electrode tip assembly. Failure to maintain the recommended suction may result in device failure the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. The ablation function was activated for one minute, the electrode worked as intended. The coagulation function was activated for one minute, the electrode worked as intended. According with the visual inspection and the functional test results, this complaint cannot be confirmed for the non working condition reported. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the device connector was not fully inserted into the socket, also the appropriate activation mode was not selected (foot pedal instead of hand control and vice versa), therefore the electrode did not started to work, however, this cannot be conclusively determined. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.